Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The right atrial lead exhibited inappropriate mode switching which resulted in noise. The patient would continue to be monitored.

Manufacturer narrative:
(B)(6).